Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported via the patient had a chronic urinary tract infection (uti) that required an unscheduled clinic/office visit. Symptoms included burning and pain. Urinalysis and culture tests were performed and medications were administered on (B)(6) 2016. The event resolved without sequelae on (B)(6) 2016. It was noted the etiology was ¿other- uti¿ and ¿not related¿ to device, therapy, or procedure. Indication for use included urinary dysfunction and gastrointestinal/pelvic floor.

Manufacturer narrative:
Review of additional information received shows the device in this report is not marketed/commercially distributed in the united states. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. No additional information will be sent on this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the uti was not indicated on baseline medical history form. Uti was not related to device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.